Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a pump system being used to deliver hydromorphone 12.5 mg/ml (milligrams per milliliter) at 3.9 mg/day, clonidine 75 mcg/ml (micrograms per milliliter) at 23.25 mcg/day, and bupivacaine 7.5 mg/ml at 2.3 mg/day for non-malignant pain and failed back surgery syndrome. There was a motor stall and tube set message noted in the event logs. The motor stall was the date of an MRI (magnetic resonance image) on (B)(6) 2016. The pump was interrogated and re-programmed on (B)(6) 2016, at which time the motor stall recovered. The patient¿s dose had been 6 mg/day but was currently 3.9 mg/day (hydromorphone). Additional information was requested regarding what symptoms the patient experienced related to the event, what troubleshooting was performed and if any actions/interventions were taken to resolve the event. A supplemental report will be submitted if additional information becomes available.